Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter displayed an "error 5" message using 2 different vials of test strips. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the evening of (B)(6) 2012. The patient manages her diabetes with oral medications (type/ amount not specified). It is not known if the patient made changes to her usual diabetes management routine. About 8 hours after the start of the alleged issue, the patient claims she felt a symptom of cold sweat. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted the alleged issue was not resolved with retesting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.